Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral (rpl) artery. A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. There were no difficulty advancing the device over the wire and through the guidewire. During the initial inflation, the balloon ruptured at 5 atm, resulting in a pinhole. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.